Event description:
It was reported that a shock occurred with the tandem-provided charging supplies. Reportedly, the pump was charging during the event. Additionally, it was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.